Event description:
Information received by medtronic indicated that the customer reported that there was damage to the battery cap. It was also reported that the battery cap contacts came when the customer was changing the battery. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer also stated that there was a blank display. The customer will discontinue using the device until the replacement battery cap arrives and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.